Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg level. Reportedly, the customer cleaned the speaker holes, reloaded the cartridge, and insulin delivery was resumed.